Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00207 on 09/19/2017 for a false non-reactive advia centaur xp hcv (ahcv) patient result. 09/26/17 - additional information: the patient sample was received, tested by siemens, and the advia centaur (B)(6) results were non-reactive (antibodies to the virus not detected) when tested on (B)(6) reagent lot 062270 and lot 062275. The testing of the sample on the inno-lia (B)(6) test, showed a (+/-) result for e2 and ns3, and 1+ result for c1. According to the inno-lia manufacturer's instruction for use (IFU), this is considered a reactive result. The inno-lia results show that there are minimal titers of other (B)(6) antigen antibodies (faint ns3 signal). It is possible that the patient could be undergoing a recent sero-conversion, and ahcv specific antibodies may be developing that do not yet exist in the patient's serum. The cause for the false non-reactive advia centaur xp hcv (ahcv) patient result is unknown. No conclusion can be drawn. The instruction for use (IFU) states in the limitations section: "the instruction for use (IFU) states in the limitations section: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to (B)(6) virus." The instrument is performing within specification. No further evaluation of the device is required. MDR 1219913-2017-00195 and MDR 1219913-2017-00195 supplemental report 1 were filed for the same customer complaint. The patient's initial advia centaur xp (B)(6) results were tested on a different day, and considered to be discordant compared to alternate (B)(6) test methods.

Manufacturer narrative:
The cause for the false (B)(6) advia centaur xp (ahcv) result for a known (B)(6) patient is unknown. Siemens is investigating. The instruction for use (IFU) states in the limitations section: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to hepatitis c virus." MDR 1219913-2017-00195 was filed for the same customer complaint. The patient's initial advia centaur xp hcv results were tested on a different day, and considered to be discordant compared to alternate (B)(6) test methods.

Event description:
False (B)(6) advia centaur xp hcv (ahcv) results were obtained by the customer. The (B)(6) results were considered to be discordant as it did not match the clinical picture. The patient is known to be (B)(6). The patient had returned for follow up (B)(6) testing, the patient sample was tested on three advia centaur xp systems, and the results were (B)(6). There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant advia centaur xp hcv result.